Event description:
According to the reporter, during a laparoscopic video vertical gastroplasty (sleeve), when stapling gastric, the act of stapling was doubt, as it made a noise as if something had been breaking and after stapling only a line of staples appeared and with points of opening the stomach, as if the tissue was chewed. The stapler completely fired and not physically broken, but the staple line was incomplete centrally and staple was poorly formed for all 3 reloads. It was necessary to change the stapler and the 3 reloads. For safety, the surgeon decided to perform a new stomach stapling line next to the first and to avoid future problems, surgeon reinforced it with suture thread. The surgical time extended for 40 minutes.

Manufacturer narrative:
D10 concomitant product: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p2k0603 egia45amt - egia45amt egia 45 artic med thick sulu, lot# p2l0274 egia45amt - egia45amt egia 45 artic med thick sulu, lot# p2l0274. Medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the video showed that during a laparoscopic procedure the staple line was incomplete centrally and staple was poorly formed. A crunching sound was also heard. It was reported that the staples did not form as expected and were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that operating room time was extended by more than thirty minutes resulting from product failure. The reported issue could not be confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.